Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)/ blood clotting"), sepsis ("unknown infection in blood/ infection (other) describe: blood"), the first episode of genital haemorrhage ("very large clots (size of a baby) - bleeds for months (can't stop bleeding)"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("type of surgery: gallbladder") and road traffic accident ("car accident") in a (B)(6) female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use (beer, wine ( 1-2 times per year)), ex-smoker (cigarettes) in 2010, adverse drug reaction nos, multi gravida, parity 2 (live births: (B)(6) 2008, (B)(6) 2011), c-section (x2), appendectomy, spontaneous abortion and hernia. Previously administered products included for birth control: ortho- trycyclene in 2010 and depo-provera from 2006 to 2007. Past adverse reactions to the above products included pregnancy with depo-provera and ortho- trycyclene. Concurrent conditions included mitral valve prolapse, latex allergy, abdominal bloating, anxiety, migraine, obesity, latex allergy and malaise. Family history included renal disease (maternal grandfather), stroke (maternal grandfather), diabetes mellitus (mother), mental disorder (mother), bipolar disorder (mother), hypertension (maternal grandmother) and depression (mother). Concomitant products included alprazolam (xanax) from 2014 to 2015, excedrin [acetylsalicylic acid,caffeine], paracetamol (tylenol) and phentermine. In 2011, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain lower ("horrible pain mainly on right side/ both sides and lower abdomen pain (severe)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced sepsis (seriousness criterion hospitalization) with vomiting. In (B)(6) 2011, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant) and abdominal pain upper ("stomach hurts"). In 2012, the patient experienced amnesia ("neurological conditions or problems type: memory loss"), fatigue ("fatigue") and weight increased ("weight gain"). In 2013, the patient experienced nausea ("weird nausea/ nausea"), mood swings ("mood swings/ hormonal changes describe: hot flashes/mood swings"), hot flush ("mood swings/ hormonal changes describe: hot flashes/mood swings") and tooth disorder ("dental problems"). On (B)(6) 2014, 2 years 7 months after insertion of essure, the patient experienced abdominal pain ("pain in left side also"). In 2014, the patient underwent cholecystectomy (seriousness criterion medically significant), bacterial infection ("infection type: bacterial") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced cholecystectomy (seriousness criterion medically significant), bacterial infection ("infection type: bacterial") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced rash ("rashes or skin conditions type: skin outbreaks/dark spots"), skin discolouration ("rashes or skin conditions type: skin outbreaks/dark spots"), alopecia ("hair loss"), abdominal distension ("unknown swelling and inflammation in stomach; not a hernia") and gastritis ("unknown swelling and inflammation in stomach; not a hernia"). On an unknown date, the patient experienced the second episode of genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), road traffic accident (seriousness criterion medically significant), uterine polyp ("benign polyps"), dysfunctional uterine bleeding ("dub"), pain ("still in severe pain"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("lower back and right side pain"). The patient was treated with surgery (ablation in 2013). Essure treatment was not changed. In (B)(6) 2012, the abdominal pain upper had resolved. At the time of the report, the last episode of genital haemorrhage, nausea, mood swings and pain had not resolved, the sepsis and abdominal pain lower had resolved and the uterine haemorrhage, cholecystectomy, pelvic pain, road traffic accident, uterine polyp, dysfunctional uterine bleeding, abdominal pain, hot flush, vaginal haemorrhage, menorrhagia, bacterial infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, rash, skin discolouration, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension, gastritis and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, dysfunctional uterine bleeding, pain, road traffic accident, sepsis, uterine haemorrhage, uterine polyp and the first episode of genital haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, back pain, bacterial infection, bladder disorder, cholecystectomy, depression, dysmenorrhoea, fatigue, gastritis, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin discolouration, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased and the second episode of genital haemorrhage to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. Patient was currently planning for essure removal, reasons for removal were pain, mood swings, hair falling out; switching doctors through medicaid. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Computerised tomogram - on (B)(6) 2011: unremarkable. On (B)(6) 2012, patient had hysterosalpingogram, result was total bilateral occlusion. On (B)(6) 2013 the patient underwent hysteroscopy to treat the benign polyps. (B)(6). On an unspecified date, her wbc was elevated. Her wbc has returned to normal. Microbiology report (B)(6) 2012, procedure: culture mycoplasma genital, urea/mycoplasma genital cult. Ultrasound pelvis (B)(6) 2012, history: irregular bleeding. The patient has bilateral essure devices. Impression: normal pelvic ultrasound. Radiology report (B)(6) 2017, history: the patient had essure devices inserted in (B)(6) 2011 as contraception. Recently she has complained of lower abdominal pain and intermittent unpredictable bleeding. Technique: with speculum examination the cervix was identified and cleansed with betadine. The hysterosalpingogram catheter was advanced through the cervical canal and held in place with a foley balloon. Findings: the filaments from the essure device is seen on each side of the uterus and these appear to be in the normally expected location of the fallopian tubes. There was no spill of contrast through the fallopian tubes. The uterus is abnormal with an extremely irregular arc line. This may be on the basis of synechia or it may be that the patient has multiple uterine fibroids causing distortion of the uterus impression: the fallopian tubes have been successfully occluded with the essure devices; the uterus has an extremely irregular appearance. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initated due to a request for confirmation of quality. The reported adverse events are not necessarily indicative of a quality defect. Three (3) additional adverse event case reports have been received to date in relation to batch number 761613 but none of these cases refers to a similar medical event. No batch signal can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the information available, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 14-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abnormal bleeding (general), infection (other) describe: blood, nausea, both sides and lower abdomen pain (severe) were clubbed with previously reported events. Events hot flush, vaginal haemorrhage, menorrhagia, bacterial infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, rash, skin discolouration, tooth disorder, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension, gastritis, back pain, cholecystectomy, uterine haemorrhage were newly added. Event device monitoring procedure not performed was deleted. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)/ blood clotting"), sepsis ("unknown infection in blood/ infection (other) describe: blood"), the first episode of genital haemorrhage ("very large clots (size of a baby) - bleeds for months (can't stop bleeding)"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("type of surgery: gallbladder") and road traffic accident ("car accident") in a 25-year-old female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use (beer, wine ( 1-2 times per year)), ex-smoker (cigarettes) in 2010, adverse drug reaction nos, multi gravida, parity 2 (live births: (B)(6) 2008, (B)(6) 2011), c-section (x2), appendectomy, spontaneous abortion, hernia and obesity. Previously administered products included for birth control: ortho- trycyclene in 2010 and depo-provera from 2006 to 2007. Past adverse reactions to the above products included pregnancy with depo-provera and ortho- trycyclene. Concurrent conditions included mitral valve prolapse, latex allergy, abdominal bloating, anxiety, migraine, obesity, latex allergy and malaise. Family history included renal disease (maternal grandfather), stroke (maternal grandfather), diabetes mellitus (mother), mental disorder (mother), bipolar disorder (mother), hypertension (maternal grandmother) and depression (mother). Concomitant products included alprazolam, alprazolam (xanax) from 2014 to 2015, para-seltzer (excedrin), paracetamol (tylenol) and phentermine. In 2011, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain lower ("horrible pain mainly on right side/ both sides and lower abdomen pain (severe)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced sepsis (seriousness criterion hospitalization) with vomiting. In (B)(6) 2011, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant) and abdominal pain upper ("stomach hurts"). In 2012, the patient experienced amnesia ("neurological conditions or problems type: memory loss"), fatigue ("fatigue") and weight increased ("weight gain"). In 2013, the patient experienced the second episode of genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("weird nausea/ nausea"), mood swings ("mood swings/ hormonal changes describe: hot flashes/mood swings"), hot flush ("mood swings/ hormonal changes describe: hot flashes/mood swings"), dental caries ("dental problems: cavities") and sensitivity of teeth ("dental problems: sensitivity"). On (B)(6) 2014, 2 years 7 months after insertion of essure, the patient experienced abdominal pain ("pain in left side also"). In 2014, the patient underwent cholecystectomy (seriousness criterion medically significant), bacterial infection ("infection type: bacterial") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced cholecystectomy (seriousness criterion medically significant), bacterial infection ("infection type: bacterial") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced rash ("rashes or skin conditions type: skin outbreaks/dark spots"), skin discolouration ("rashes or skin conditions type: skin outbreaks/dark spots"), alopecia ("hair loss"), abdominal distension ("unknown swelling and inflammation in stomach; not a hernia") and gastritis ("unknown swelling and inflammation in stomach; not a hernia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), road traffic accident (seriousness criterion medically significant), uterine polyp ("benign polyps"), dysfunctional uterine bleeding ("dub"), pain ("still in severe pain"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("lower back and right side pain"). The patient was treated with iron and surgery (ablation in 2013). Essure treatment was not changed. In (B)(6) 2012, the abdominal pain upper had resolved. At the time of the report, the last episode of genital haemorrhage, nausea, mood swings and pain had not resolved, the sepsis and abdominal pain lower had resolved and the uterine haemorrhage, cholecystectomy, pelvic pain, road traffic accident, uterine polyp, dysfunctional uterine bleeding, abdominal pain, hot flush, vaginal haemorrhage, menorrhagia, bacterial infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, rash, skin discolouration, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension, gastritis, back pain, dental caries and sensitivity of teeth outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, dysfunctional uterine bleeding, pain, road traffic accident, sepsis, uterine haemorrhage, uterine polyp and the first episode of genital haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, anxiety, back pain, bacterial infection, bladder disorder, cholecystectomy, dental caries, depression, dysmenorrhoea, fatigue, gastritis, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased and the second episode of genital haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. Patient was currently planning for essure removal, reasons for removal were pain, mood swings, hair falling out; switching doctors through medicaid. Essure did not caused birth defects. Patients current weight : 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Computerised tomogram - on (B)(6) 2011: unremarkable. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan - on an unknown date: showed benign polyps. On (B)(6) 2012, patient had hysterosalpingogram, result was total bilateral occlusion. On (B)(6) 2013 the patient underwent hysteroscopy to treat the benign polyps. Current weight as of (B)(6) 2018: 280 lbs. Approximate weight at the time of essure placement: 281 lbs. On an unspecified date, her wbc was elevated. Her wbc has returned to normal. Microbiology report (B)(6) 2012, procedure: culture mycoplasma genital, urea/mycoplasma genital cult. Ultrasound pelvis (B)(6) 2012, history: irregular bleeding. The patient has bilateral essure devices. Impression: normal pelvic ultrasound. Radiology report (B)(6) 2017. History: the patient had essure devices inserted in (B)(6) 2011 as contraception. Recently she has complained of lower abdominal pain and intermittent unpredictable bleeding. Technique: with speculum examination the cervix was identified and cleansed with betadine. The hysterosalpingogram catheter was advanced through the cervical canal and held in place with a foley balloon. Findings: the filaments from the essure device is seen on each side of the uterus and these appear to be in the normally expected location of the fallopian tubes. There was no spill of contrast through the fallopian tubes. The uterus is abnormal with an extremely irregular arc line. This may be on the basis of synechia or it may be that the patient has multiple uterine fibroids causing distortion of the uterus impression: the fallopian tubes have been successfully occluded with the essure devices; the uterus has an extremely irregular appearance. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initated due to a request for confirmation of quality. The reported adverse events are not necessarily indicative of a quality defect. Three (3) additional adverse event case reports have been received to date in relation to batch number 761613 but none of these cases refers to a similar medical event. No batch signal can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the information available, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received, events added per pfs: dental problems: cavities, sensitivities. She received iron for blood infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.